Event description:
It was reported that during the use of the hemolok clip size large the hook of the clip is broken.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73d1800352 was manufactured on 04/16/2018 a total of 6,804 pieces. Lot was released on 04/18/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 544240 hemolok l clips 6/cart 84/box for investigation. Three loose clips and one cartridge were returned. The returned sample was visually examined with and without magnification. Functional inspection was performed on the remaining clips in the cartridge that were returned. A lab inventory clip applier was used. The clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without the hooks breaking off. Although the hooks did not break, there is an indication of mis-molding near the hook on the clips which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." There was indication of mis-molding near the hook which could cause the hook to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue. The reported complaint of "hook of the clip is broken" was confirmed based upon the sample received. Three loose clips and a cartridge with three clips remaining were returned. All three loose clips had broken hooks. The remaining clips in the cartridge had indications of mis-molding near the hooks on one side of the clips which could cause the hooks to break upon application. Upon functional inspection, the clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without the hooks breaking off. Although the hooks did not break, there are indications of mis-molding near the hooks which could cause the hooks to break upon application. Since the clips are a purchased part, mis-molding of the clips is a supplier related issue. A scar has been previously opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the use of the hemolok clip size large the hook of the clip is broken.